Manufacturer narrative:
Exact date unknown, event occurred few weeks ago from the aware date.

Event description:
It was reported that the patient was experiencing pain around the ipg site. It was also noted that the pocket site was causing irritation due to staples. Ipg migration and fluid discharge were also reported. The patient was prescribed with antibiotics. No further information has been obtained despite good faith efforts.